Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. The reported event of air aspiration could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported air aspiration remains unknown.

Event description:
During the ventricular tachycardia procedure, the sheath was inserted into the left atrium. The advisor hd grid x catheter was inserted through the sheath and while performing air aspiration, air was aspirated. Despite multiple attempts, complete air removal could not be achieved. The sheath was replaced with an alternative product, and the procedure was continued successfully. The procedure was completed with no adverse consequences to the patient.